Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with reading 52 ml when 50 ml of liquid was drawn.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with reading 52 ml when 50 ml of liquid was drawn.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It was tested for volumetric accuracy. Giving 10.16; the specification is 9.5 grams to 10.50 grams. It is within specification therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 6252555 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 6252555 during this production run. Failure not confirmed.